Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the delivery system balloon burst at the end of valve deployment. The delivery system balloon was unable to be fully retracted into the sheath. The system was pulled back to the femoral artery access site. A cut down was performed to remove the system. The artery was patch repaired. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Voluntary medwatch report number (B)(4) was received by edwards lifesciences on 6/7/2022. No new information was provided in the voluntary report. No further action is required.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the delivery system balloon burst at the end of valve deployment. The delivery system balloon was unable to be fully retracted into the sheath. The system was pulled back to the femoral artery access site. A cut down was performed to remove the system. The artery was patch repaired. The patient is stable post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy provided showed the following: calcification was observed on the native valve/leaflets and annulus; balloon radial tear burst, part of the balloon was inverted over the nose tip; the distal wings were flared; balloon burst during the balloon inflation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst and withdrawal difficulty were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The provided imagery revealed calcification present on the patient's annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective, preventative actions nor product risk assessment (pra) escalation are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.